Event description:
Left carotid endarterectomy (B)(6) 2011. F/u testing (B)(6) 2011 revealed blockage. Three of three carotid endarterectomies performed by this surgeon in may were blocked at 6 month f/u duplex scan. Physician referred pt to (B)(6) for additional surgical intervention. It is my understanding the pt died from cerebral hemorrhage. Datascope intervascular believe has been bought out by maquet getinge group.